Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for spinal pain. The patient reported that the first 3 years with the pump were great, but after that it had been going downhill. Patient stated they were not thinking right at all and had been in distress for 3-4 months. Patient also mentioned they had abdominal adhesion due to hernium mesh that they would not take out and they had a partial blockage. Patient went cold turkey twice on oral medication to see if they could live without pain management because they are stubborn and people are judgmental and they could not, that was why they got the pump. Patient said they had morphine in the pump for 6 years and the doctor chose to put fentanyl in it and apparently, they did not know how to do fentanyl with morphine, so they put the patient in withdrawal for 2 visits. Patient mentioned they had to go to the emergency room (ER) because they were jerking so bad, they could not sleep until they were laying down, they were stiff legged when they get up and they were never like that before, they just call it "stiff blacket" after being there for a while. Patient had to take medication at home, 'to sleep like crap, it was awful, and they didn't realize because it was so long ago that they withdraw off oral plus it was a little bit different that they were in with morphine'. Patient reported they were in a lot worse shape than they were with the morphine and orally for 2-3 years and they had no problems with it,meaning they could tolerate it, and at one point one of the visits they had her worker read the pump that day to make adjustments or whatever, and this was during the very beginning of it and they asked her in the room what medications could be used in a pump and they said dialone. Patient asked when medtronic recommends a new pump being put in. Agent reviewed pump longevity and redirected to healthcare provider. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.